Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 154 mg/dl. The customer states the pump alarmed power error. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Replace battery now alarm, low battery alarm and power error alarm are confirmed in the long trace file. Replace battery now alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.